Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6), 2007. According to the complainant, the patient experienced physical pain, chronic infections, constant lower urinary tract obstruction and urinary retention, constant pulling sensations across pelvic area, foul odor, mesh erosion, dyspareunia (causing injury to spouse), increased stress urinary incontinence, repetitive vaginal infections, obstruction of the bladder neck and may need procedures in the future. All other information, including the patient's current condition, is unknown and reportedly unavailable.